Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet insulin pump was dropped onto a counter while powered down, after which the device powered to the loading screen and remained unresponsive with a cracked display; the mobile app indicated a failed update and an unexpected error, and standard troubleshooting including restart, force-closing the app, and disabling bluetooth did not resolve the issue. Symptoms included device malfunction with inability to deliver reliable insulin or accept meal announcements. Outcomes included replacement of the pump, provision of return instructions and shipping label, guidance to shut down the device to prevent alerts, advice to use backup therapy, and continued cgm use via the dexcom app or receiver; blood glucose was reported as not affected and there was no hospitalization. Investigation included technical troubleshooting with the user and logistical assessment for device replacement and return. Investigation of this case revealed physical damage to the display and a startup freeze consistent with a hardware failure of the user interface component following impact. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external impact.